Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "something's been happening where I've been overdoing it." The patient reported dehydration and that their device is "pacing too high at times". The patient reported their cell phone and smart watch are interfering with their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.